Manufacturer narrative:
Three opened used sensor were visually inspected and one of them had the cannula damage, broken, and missing the broken part. The other two sensors had a bent cannula. It is unknown if the customer received the sensor in said condition as it was opened and used. All three sensors passed the bicarbonate buffer test with accurate readings.

Event description:
Customer reported via phone call, the insulin pump kept alarming sensor error so she removed the sensor. She noticed the sensor part that goes in her skin wasn't there, it wasn't long enough to go into her skin. Customer's blood glucose was 100 mg/dl. Troubleshooting was performed for another sensor as customer had issues with three. One of the other sensors didn't go in and was flat against her skin. Customer was agreed to return the sensors for analysis.